Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. In this case, based on the information reviewed without the device to analyze, a cause for the reported difficulty deploying the clip cannot be determined. It is possible that there were possible procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip (showed on the video when the stabilizer was carefully pushed and pulled to straighten the cds shaft and clip axes, this maneuvers can released the tension on the device and disengage the l-lock from the clip, which allowed the clip to detach); however, this cannot be confirmed. The investigation was unable to determine a cause for the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve and the clip was placed in a2/p2. However, during deployment the clip initially did not detach from the cds shaft. The stabilizer was carefully pushed and pulled to straighten the cds shaft and clip axis. This was carefully repeated and finally the clip detached from the shaft. Mr was reduced to less than 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.